Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician discovered an infection in the pump pocket. The pump and dacron pouch were removed. A new pump and pouch were implanted 3 weeks later. The drug, dosage and concentration were unk. Pt outcome was unk. Additional info has been requested and will be made as follow up as it becomes available.